Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose and symptoms of diabetes ketoacidosis. The blood glucose reading at time of the call was 470 mg/dl. The customer stated that he took a manual injection prior to the call. Advised the customer that he needs medical attention and he agreed to call his wife to take him to the hospital. No further info was provided.